Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op one of the rods broke. On 5 months post-op the patient reported experiencing a sharp increase in pain. It was found that the patient had psuedoarthrosis in the lumbar area. Patient had to undergo revision surgery approximately 9 months post implantation. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).